Event description:
It was reported that during a coronary angioplasty procedure, balloon removal difficulties occurred. Vascular access was gained via the left radial artery. The 3.0x32mm, 68% stenosed, progressive lesion was located in the mildly tortuous and non-calcified left anterior descending (lad) artery. Following deployment of the 3.0x32mm promus element stent at 18atms for 30 seconds, the physician noted difficulty removing the balloon from the deployed stent. The balloon was removed intact by pulling hard. The stent remained fully deployed and well apposed. No patient complications were reported and the patient status is stable.

Manufacturer narrative:
Age at time of event; 18 years or older. Device is combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).